Event description:
The surgeon was unable to fit the extension prong into the ipg (implantable pulse generator). He tried to back out the ipg set screws. Extension still did not fit. The surgeon asked for another ipg as he felt that it was defective. The scrub tech tried to back out the screw again on the back table and was successful. The surgeon would like the ipg analyzed as this has never happened in the 7 years he has used this device. There was a few minutes delay in the procedure and no patient harm.